Event description:
Procedure: lap rsa liver transplant dome of liver left lobe. Reportedly the dr was on his third burn, when he spotted a leak coming from the probe handle seam. Pt was prepared with non sterile saline which was replaced with 1000 liter bag of sterile saline. Dr. Was able to continue the case burning 5 mins more, at which time he was pulling back the electrode twice. There was no report of pt injury or consequences.